Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen. The customer performed a pump reset resolving the issue prior to contacting tandem technical support. Customer's blood glucose was not impacted.